Event description:
On (B)(6) /2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl without symptoms associated with a loss of prime and short battery life issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred greater than 3 times despite changing the cartridge multiple times from different boxes. It was also reported that the battery life was shorter than expected and had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime and battery life issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were no unexplained loss of prime warnings observed in the black box and the force readings were normal. The black box showed the time and date resetting to default following multiple pump reboots. The dates and daily insulin delivery totals in total daily dose history were inconsistent due to time/date issues. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed sensor was detecting correct force. The black box showed that the battery voltage immediately following a battery change was low. The pump¿s electrical current draws were within specifications. The pump passed a delivery accuracy test and was found to be delivering within specifications. The pump exercised for 24 hours with no loss of primes occurring. The pump was opened and there was no damage found to the force sensor circuit. Unrelated to the original complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display was dim and letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.